Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act, up and down buttons due to corroded keypad traces. Motor error alarm weren't verified due to unresponsive button. The motor passed the motor test. No moisture damage on electronic assembly during visual inspection. The device had minor scratches lcd window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and was unable to clear it. Customer's blood glucose was unknown. Customer stated he was crawling under the house and the device may have been exposed to humidity. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.